Manufacturer narrative:
The device has been received and the eval is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the pt had undergone a total shoulder repair in 2003. Recently the pt was reaching an overhead cabinet and felt a pop in left shoulder. Pt felt pain after that and had to undergo a revision surgery. During the revision, the trunion ball was found broken. The humeral stem, the head and the glenoid were removed. A competitor's device was implanted during the revision. This device is used for treatment.